Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failed and main full-height drawer 6 was sticking during access. The field service engineer replaced the right slide rail, which resolved the issue and height drawer 5.1, row b was not detected on the bus and then fse re-seated the row board cable on the 622 board, restoring bus communication. Tower door 2 was exhibiting a double-clicking behavior and the fse performed maintenance on all latches of the tile door to correct the issue. The engineer tested all drawers and slides to ensure they were functioning properly. Then opened the top cover, checked the connections inside the electronics drawer, and removed accumulated dust from beneath the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, tower door 2 keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, tower door 2 keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.